Event description:
As reported: "mako mps opened a cr femur and it was implanted on a ps prepped femur with a ps insert. I noticed when I was looking at paperwork the next day and went straight to doctor's clinic to notify him. Revision was done two days post original surgery". Update (B)(6) 2019 wg: as reported by the h.r. Business partner: spoke to mps. Mps reported he pulled the implant box from the cart and handed it to the surgical staff without opening it.

Manufacturer narrative:
An event regarding use outside of indication of a trident femoral component was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. The instructions for use for triathlon femoral components, ref (B)(4), rev (B)(4). States: utilization and implantation: consult the product label for specific product compatibility. Generally, the following applies: use cr femorals only with cr or cs tibial bearings no further investigation is required at this time.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "mako mps opened a cr femur and it was implanted on a ps prepped femur with a ps insert. I noticed when I was looking at paperwork the next day and went straight to doctor's clinic to notify him. Revision was done two days post original surgery".